Manufacturer narrative:
A gehc local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications.

Event description:
A pt reportedly sustained a 2-inch blister on the inner left knee after a mr pelvic exam utilizing an 8-channel torso coil. In addition to padding being used on the pt, towels were also wrapped around the pt's legs. The pt had no implants. No complaint was received from the pt during the exam. Following the exam, the caregiver noticed the blister on the pt. No info regarding treatment administered to the pt was available. The exam lasted for 1 hour and 7 mins, using the following pulse sequences and durations: fgr - 13 sec, t1-memp - 7:23, t1-memp - 5:42, fse-xl - 2:39, fse-xl - 2:57, fse-xl - 4:52, fse-xl - 2:59, t1memp - 8:09, fse-xl - 3:22, t1memp - 6:23, fse-xl - 3:22, fse-xl - 2:32, t1memp - 3:36.